Manufacturer narrative:
Representative samples were examined for visual inspection and no defects were found on the packing; the samples were opened and the needles were attached to the suture. The swage area of the needle-sutures was examined for visual inspection attribute defects and no attachment defects were noted. The sutures were dispensed without problems and examined along of the strand and no defects or damage was found. Also, all samples were tested by needle pull and all met the fg requirements.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic robotic hysterectomy procedure on (B)(6) 2016 and suture was used. The needle came off of the suture while suturing at the end of the procedure. The needle did not fall into the patient and no additional suture was needed to complete the procedure. There were no patient consequences reported. No further information is available.